Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas pro ise analytical unit. Patient sample 1. The initial result from the analyzer is 147 mmol/l. The repeat result from another cobas pro analyzer is 136 mmol/l. Patient sample 2. The initial result from the analyzer is 154 mmol/l. The repeat result from another cobas pro analyzer is 145 mmol/l. Delta checks prompted the reruns. The repeat results were deemed correct.

Manufacturer narrative:
The electrode serial number is (B)(6), with an expiration date of 06-sep-2026. The field service engineer inspected the analyzer and determined that contamination of the ion-selective electrode (ise) flow paths caused the event. He performed ise decontamination from the reagent bottle positions, replaced reagents, performed reagent prime, and ran the activator through the sipper flow path. He verified the analyzer's performance with ise checks, calibrations, qcs, and precision checks.

Manufacturer narrative:
The investigation determined that the identified contamination of the ion-selective electrode flow path caused the event. The investigation determined that the service actions resolved the issue.